Event description:
Litigation papers allege persistent severe pain and discomfort in his hips, and thigh, which has increased over time; skin rashes and sensitivity; clicking and popping of hips; limited range of motion and substantially elevated levels of cobalt and chromium metal ions in his bloodstream.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.